Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals, low impedance, ventricular tachycardia (vt) non sustained episodes with artifacts tip to ring. The rv lead was cut, the remaining portion was capped and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 12 cm. Analysis was performed and no anomalies were found. It was also noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected lower range, oversensing associated with the rv lead. Analyst commented, evidence of oversensing has been noted on high rate ¿non sustained (ns) and ventricular tachycardia(vt)-ns episodes on (B)(6) 2014. Rv pace lead impedance was 38 ohms on (B)(6) 2014.